Event description:
It was reported that the programmer's electrocardiogram port was giving a noisy signal. It was further reported that the programmer head cable was changed out but sometimes acts as though it could have a short in it and that the analyzer was sometimes noisy as well. The programmer, radiofrequency programmer head and the software analyzer were all returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the electrocardiogram (ECG) port was giving a noisy signal, it was determined that there was a loose ECG connector on the link electronic module (lem) board and therefore the lem board was replaced and calibrated. Analysis also found that there was a noisy system fan and that the power cord tabs were broken, both the fan and the power cord bay were replaced. Concomitant product: product ID 229047 software analyzer. (B)(4).